Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. See manufacture report number 2032227-2014-52697.

Manufacturer narrative:
All operating currents are within the specification, there is no unexpected low battery, off no power alarm or battery indicator anomaly noted. The insulin pump passed the self test. There wasn't a a17 alarm noted. The insulin pump was received with minor scratched display window, cracked display window at bottom right side corner, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.

Event description:
Customer reported the insulin pump continued to have battery issues after receiving new battery cap. Customer's blood glucose was 122 mg/dl. Customer stated the battery will drain in an hour. No further information reported.